Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge pigtail was damaged. The customer's blood glucose (bg) level ranged from 230-610 mg/dl moderate ketones. A correction bolus via the pump was delivered to address high bg. Reportedly, the customer changed pump supplies to address the issue.